Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient had check on (B)(6) 2015 and he was found to have atrial lead dislodgement. On (B)(6) 2015 patient had repositioning of the atrial lead and ventricular lead. Patient had no complications and was discharged (B)(6) 2015.